Manufacturer narrative:
(B) (4): the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that during surgery to replace the pump, fluid came out of the pocket of the pump. It was not obvious whether it was therapeutic drug or csf that was leaking from the pocket. The pump was explanted. There wer no signs of infections. The connection was checked and everything "looked perfect". The original catheter was connected to the new pump and was working correctly. "Patient is doing ok." The pump contained morphine and clonidine.